Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had an issue with a sensor that upon removal did not have an electrode. The customer could not locate the electrode. The customer's blood glucose was reported as good. The sensor was not returned or replaced.